Event description:
Consumer called to report erratic readings on their plink meter. Analysis run on clark error grid using mean average reading (68) as ref. Point vs. Bd readings of 44, 92 yielded data points in the d zone of the grid, outside of acceptable limits.